Manufacturer narrative:
The instructions for use (IFU) states, possible adverse events and complications that may occur with the use of the gore® excluder® thoracoabdominal branch endoprosthesis or in any endovascular repair procedure, which may or may not require intervention include, but are not limited to: renal complications (e.g., artery occlusion), occlusion of device or native vessel, single or multiple vessels, thrombosis. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2024, this patient underwent endovascular treatment for a zone 5 descending thoracic aortic aneurysm and was implanted with for gore® excluder® abdominal branch endoprostheses (tambe) and gore® viabahn® vbx balloon expandable endoprosthesis. The patient tolerated the procedure. On (B)(6) 2025, the physician reported the patient's left renal artery was occluded at the junction where the tambe (portals of aortic component) and vbx device meet and enter the left renal artery (lra). The lra is reported to be fully thrombosed. The patient is on anticoagulants; no re-intervention is planned at this time.